Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out to address the issue. There was no impact to the customer's blood glucose level.